Event description:
It was reported in the journal otolaryngology-head and neck surgery volume 125, number 5, occult mucosal injuries with radiofrequency ablation of the palate that though intended to be mucosa-sparing, radiofrequency ablation of the palate (rfap) is nevertheless associated with a high incidence of mucosal injuries, many of which are occult.